Event description:
A physician successfully deployed a starclose device in the right common femoral artery after a peripheral intervention. Post the procedure, the patient's blood pressure dropped. The patient was transferred to the o.r. For surgical intervention, was intubated, received blood and IV fluid resuscitation. The clip was distal to the arteriotomy. The patient is reportedly doing fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.